Event description:
Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test, due to moisture damage on the force sensor. Unit had missing end cap sticker.